Event description:
It was reported that during use of the sphere catheter in a cardiac ablation procedure, a patient with a leadless pacemaker experienced a loss of atrial capture after the first lesion on the anterior portion of the right inferior pulmonary vein. The loss of atrial capture was regained the following day. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This updated information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Patient information is limited due to confidentiality concerns. The patient had a leadless pacemaker and experienced a loss of atrial capture after the first lesion on the anterior portion of the right inferior pulmonary vein. The loss of atrial capture was regained the following day. The baseline gender/age characteristics is female/71 years old. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: acute atrial pacing threshold elevation in an auricular leadless pacemaker during monopolar pulsed field ablation of the right inferior pulmonary vein: a first in-human case circulation: journal of cardiovascular electrophysiology. 2026 doi: 10.1111/jce.70259. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.